Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator's speakers were found to be defective. The device's speakers were replaced to address the issue.